Manufacturer narrative:
The product was returned, however, has not yet been received. If the product is received, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead had dislodged. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found a large amount of body tissue on the helix/lead tip and noted a cut at 20.5 centimeters (cm) from the lead terminal pin. Laboratory testing concluded that the lead dislodgement was likely related to the large amount of tissue in the helix.

Event description:
It was reported that analysis of the lead was completed.